Event description:
It was reported that the patient faced adhesive issue on (B)(6) 2026. The infusion set did not stick to the skin shortly after insertion, the tape got loose and the cannula came out of the side.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: belgium. Establishment name: medtronic minimed, street: 18000 devonshire street, city: northridge, state, province or territory: ca california, country: united states of america, post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.